Event description:
Three olympus lithotripsy probes broke before being used. All three of the probes are from the same lot number. They are sending an RMA and shipping label to have the device returned for evaluation.